Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one day post operative that the right ventricular (rv) his bundle lead exhibited loss of capture. During x-ray it was confirmed that the rv his bundle lead had dislodged. The rv his bundle lead was repositioned and remains in use. No patient complications have been reported as a result of this event.